Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, a photo was provided for review. The investigation is inconclusive for the foreign material. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7480000 implantable port allegedly experienced foreign material present in device. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.